Event description:
Noticed by our central sterile processing department staff that the medical action IV start kits have the lot number listed as the expiration date as well as the lot#. Manufacturer response for kit, (brand not provided) (per site reporter). Sent email to (B)(6) and explained the mistake.